Manufacturer narrative:
H.6. Investigation summary this complaint is for false resistant gentamicin results with proteus mirabilis when using phoenix panel nmic 417 (449001) batch 9342950. The customer provided lab report results for investigation; however, no product returns or isolates were provided. Four retention panels from the complaint lot were used to test qc isolates atcc 27853 (expected mic =0.5-1) and atcc 25922 (expected mic =0.5-2) (two panels per isolate). Both panels used to test the atcc 25922 strain yielded a gentamicin mic of =1, sensitive. Both panels used to test the atcc 27853 strain yielded a gentamicin mic of 2, sensitive. Four in-house isolates also tested with retention panels of the complaint batch and all yielded sensitive results as expected. This complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. Complaint trending was performed and no trends were identified for this defect. Bd ID/ast plant quality will continue to monitor for trends associated with this defect and take action as required.

Event description:
It was reported that while using bd phoenix¿ nmic-417 panel an increased amount of high mic results for proteus mirabilis/gentamicin combination were reported. This issue resulted in resistance results being reported to the clinician. Twelve samples were identified prior to reporting, but there is no data on prior samples. It is unknown how may erroneous results were reported to clinicians. Resistance to gentamicin is rare, but not unusual so a confirmatory test is not standard procedure.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ nmic-417 panel an increased amount of high mic results for proteus mirabilis/gentamicin combination were reported. This issue resulted in resistance results being reported to the clinician. Twelve samples were identified prior to reporting, but there is no data on prior samples. It is unknown how may erroneous results were reported to clinicians. Resistance to gentamicin is rare, but not unusual so a confirmatory test is not standard procedure.